Event description:
A medtronic ent representative reported that, while in an ent procedure, the surgeon was having difficulty verifying the 70 degree curved suction instrument. The surgeon manipulated the suction in the divot, gained verification, and proceeded with the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable at this time. RMA issued. Replacement device shipped to site 11/06/2013. Medtronic investigation of returned suspect device finds that the ent application showed red status and displayed "failed verification". The tool failed verification with an error of 2.1mm. Physical damage; dented, nicked, scratched, bent, directly caused the event.

Manufacturer narrative:
(B)(4).